Event description:
Analysis of this device is now complete.

Event description:
This device has been explanted and returned for analysis.

Manufacturer narrative:
When testing is complete, this report will be updated.

Manufacturer narrative:
Device replacement is planned, however, records indicate that this device remains in service. At this time, no additional information is available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this device triggered the end of life (eol) indicator due to charge time measurements of more than 30 seconds and a battery voltage of 2.67 v, as discovered via a red alert from the latitude system. No adverse patient effects were reported.